Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient's oxygen saturation was found to be low. The patient was intubated and advanced cardiac life support was implemented for approximately fifteen to twenty minutes. Following, the physician decided to terminate the code and the patient passed away.